Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that one device was returned in good visual condition and with no reload present on the device. However, two reloads were received inside the bag, fully fired and with no damage to the lockout. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at (B) (4) to ensure the device meets the required specifications prior to shipments. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap sigmoid resection procedure, the device created an incomplete staple line. Unk if the device completely cut. Unknown how the case was completed. There was no patient consequence.